Event description:
It was reported a serious injury in which a revision surgery was performed due to nail cutout.

Manufacturer narrative:
The associated intertan nail was not returned for evaluation. A clinical evaluation noted without the explanted device or supporting medical/surgical records, the root cause of the reported issue is not able to be determined. The patient impact beyond the revision cannot be concluded due to the lack of clinical information. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.